Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR #9610669-2010-00038.

Event description:
It was reported "problems with 2 handles. Exeter rasp handle has a small fracture. Reamer handle is loose. No adverse consequences reported."